Manufacturer narrative:
Per customer, there were no qc problems. However, qc data was not provided. The customer conducted an accu tni precision testing with acceptable results. The specimen was collected in a lithium heparin tube. The specimen was sampled from the primary tube for initial testing and from a 13x75 aliquot tube for repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing and carryover testing with acceptable results. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result that was generated by the unicel dxi 800 access instrument. The elevated accu tni result was 1.47 ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.81 ng/ml was obtained. The original sample was re-centrifuged and then re-tested on a different instrument in the customer's lab, and the repeated accu tni result was 0.07 ng/ml. The erroneous results were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.